Event description:
A clinical incident involving an om-8007 smartstitch m-connector was reported to arthrocare corp on (B) (6) 2009. During a rotator cuff repair surgery, about 3 millimeters of the tip of one of the surgical grade stainless steel needles broke off. The broken piece remains in the pt as the surgeon felt it was too small a piece to perform surgery to locate and explant.

Manufacturer narrative:
A lot number was provided (134567), but was found to be erroneous and therefore not valid. The device was not returned for eval, therefore, the device was not available for investigation. A review of the lot history record could not be performed due to invalid lot number provided. (B) (4).